Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads have started to fall off during use, before use - oral-b [device breakage] the shaft is clearly very worn...it is blade sharp - oral-b [device physical property issue. Case narrative: relative/friend via e-mail stated that their oral-b toothbrush heads have started to fall off during/before use and the oral-b toothbrush shaft is worn out and blade sharp. No injury was reported.